Event description:
Patients at our facility ((B)(6)) have been issued accu-chek guide me meters. At least 4 patients have reported discrepancies of blood glucose readings of approximately 30 mg/dl between the accu-chek guide me meters their accu-chek aviva plus meters. Lot numbers 205160 and 205161 have been dispensed, but at this time specific lot numbers which affected patients have not been verified. One patient reported to primary clinic, and the provider tested blood glucose with the following results: accu-chek guide me meter 186 mg/dl: accu-chek aviva plus meter: 148/ mg/dl: primary care point-of-care testing: 158 mg/dl. A drug representative from the accu-chek manufacturer has been notified of this issue. Reporter is a health care provider (pharmacist). FDA safety report ID# (B)(4).